Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular menstrual cycles') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia"), bipolar disorder ("bipolar depression"), gingival recession ("gum retraction"), tooth loss ("loss of 3 teeth"), fatigue ("chronic fatigue"), gastrointestinal disorder ("intestinal disorder"), dyspepsia ("digestive disorders"), alopecia ("hair loss"), headache ("headache") and autoimmune disorder ("positive test for autoimmune disease"). At the time of the report, the menstruation irregular, intermenstrual bleeding, bipolar disorder, gingival recession, tooth loss, fatigue, gastrointestinal disorder, dyspepsia, alopecia, headache and autoimmune disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, bipolar disorder, dyspepsia, fatigue, gastrointestinal disorder, gingival recession, headache, intermenstrual bleeding, menstruation irregular and tooth loss to be related to essure. The reporter commented: she is now forced to undergo a delicate procedure to remove the defective implant at hand. Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on an unknown date: positive test for autoimmune disease (antinuclear antibody test). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular menstrual cycles') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia"), bipolar disorder ("bipolar depression"), gingival recession ("gum retraction"), tooth loss ("loss of 3 teeth"), fatigue ("chronic fatigue"), gastrointestinal disorder ("intestinal disorder"), dyspepsia ("digestive disorders"), alopecia ("hair loss"), headache ("headache") and autoimmune disorder ("positive test for autoimmune disease"). At the time of the report, the menstruation irregular, intermenstrual bleeding, bipolar disorder, gingival recession, tooth loss, fatigue, gastrointestinal disorder, dyspepsia, alopecia, headache and autoimmune disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, bipolar disorder, dyspepsia, fatigue, gastrointestinal disorder, gingival recession, headache, intermenstrual bleeding, menstruation irregular and tooth loss to be related to essure. The reporter commented: she is now forced to undergo a delicate procedure to remove the defective implant at hand. Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on an unknown date: positive test for autoimmune disease (antinuclear antibody test). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.